Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported issue of ¿ec 322¿ was confirmed through testing as the device had a failed lower link switch. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a faulty lower auxiliary. The mechanism sub assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.